Event description:
The hospital staff attempted to administer a defibrillator shock to a patient using disposable defibrillation electrodes. The device reportedly failed to deliver the shock. The operator switched to the standard external paddles and successfully delivered a shock to the patient. There was no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Medtronic continues to investigate the reported event.